Event description:
A journal article was reviewed which contained information regarding this transseptal needle. During the transseptal puncture procedure there was a needle perforation of the posterior wall of the left atrium. The needle was withdrawn and an echocardiogram demonstrated no effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. An email was sent to the author requesting additional information, with no reply as of yet. Referenced article: transseptal access in pediatric and congenital electrophysiology procedures: defining risk. J. Intervent. Card. Electrophysiol. 2014;41(3):273-277. (B)(4).